Event description:
The company was informed that the patient experienced electrode array migration due to progression of petrous apex cholesteatoma. The device was explanted. There are no plan to reimplant at this time.